Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited increased threshold measurements, increased pacing impedance measurements of 1,950 ohms and intermittent noise and oversensing. High out of range pacing impedance measurements greater than 2,000 ohms were noted on the right atrial (ra) lead. An invasive procedure was performed. The device was explanted and replaced with an subcutaneous implantable cardioverter defibrillator (s-ICD) and the leads were surgically abandoned and replaced. No additional adverse patient effects were reported. Analysis of the returned ICD was performed and a visual inspection of the device header noted that lead seal marks indicated that the ra and rv pacing leads were under-inserted into the device header. Laboratory analysis did not confirm the reported observations, however, concluded that under-insertion of the leads has the potential to cause noise, oversensing and changes in impedance measurements.